Event description:
It was reported that during a colectomy procedure, when the circular stapler was activated, there were no staples so the instrument just cut and did not provide sutures. Surgery was prolonged 40 minutes. Another like device was used to complete the procedure. There were no adverse consequences for the patient. (B)(6).

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.